Manufacturer narrative:
(B)(4). There was no reported device malfunction or product deficiency. The reported patient effects angina, and thrombosis are listed in the xience xpedition everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure on (B)(6) 2013 was to treat a lesion located in the moderately tortuous, moderately calcified, thrombosed left main trunk to the proximal left anterior descending artery in a patient experiencing a myocardial infarction. On (B)(6) 2013, due to the patient complaining of angina, angiography revealed in-stent thrombosis of the 3.5x23 mm xience xpedition stent for which thrombus aspiration and balloon angioplasty was performed. No additional information was provided.